Event description:
Boston scientific received information that during a normal device change out, the leads were stuck in the header of the device. The header of the device was cut to remove the leads. The leads were not damaged and remain implanted with the new device. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted device will be returned and sent for analysis. Once analysis has been completed this report will be updated.